Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high capture threshold. The physician elected to replace the lead. During procedure it was noted that the rv lead helix was unable to retract. The procedure was completed successfully by explanting old rv lead and implanting new rv lead. There were no patient consequences.